Event description:
Customer called to report the pump's driver block was stuck and it did not move. It was stated that the spring clip was flash and the lead screw was clean. Device was not dropped or wet.